Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that the needle broke off inside the pen. The following information was provided by the initial reporter: consumer also reported that the needle broke off inside of the insulin pen.